Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the onetouch ultralink meter has an error 5 issue. The patient¿s diabetes is not managed with any medication. After the error 5 began approximately one month ago, the patient maintained the usual diabetes management routine. On (B)(6), 2010, the patient reportedly administered self treatment with food and/or drink at 10:15 am. At 10:25 am, a blood glucose reading of "153 mg/dl" was obtained on another device. The patient did not develop any symptoms that would suggest severe hypoglycemia or hyperglycemia. According to the troubleshooting performed with customer service, the error 5 issue was not resolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient administered self care and did not develop any symptoms. However, this complaint is being reported due to the alleged error 5 issue.